Event description:
Caller states that pt 1 tested 4.7 inr and 2.5 inr during duplicate testing. No action was taken based on device results. No adverse event reported. Pt 2 reported tested 2.8 inr and 3.9 inr during duplicate testing. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.